Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the patient presented with severe chest pain. Angiogram revealed a totally occluded mid right coronary artery (rca). The lesion was pre-dilated using a semi-complaint balloon and the 3.5 x 15 mm xience prime stent was deployed at 16 atmospheres (atm). Fluoroscopy after stenting showed a distal edge dissection which was treated with another xience prime. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.